Manufacturer narrative:
Qn#(B)(4). The actual device sample was not returned; however, the customer provided 4 representative samples for investigation. A visual inspection was conducted and no defects were observed. Functional testing was performed and the cuffs of the 4 samples were inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated using a syringe to simulate the inflation and deflation process. No abnormalities were found. The returned representative samples were then immersed in water and underwent a water leak test. No bubbles were observed flowing out from the cuffs, pilot balloons and valves to the syringe connection during the underwater testing. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the a vailable information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the customer has stated that the cuff of the device was defective. Cuff has deflated". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the customer has stated that the cuff of the device was defective. Cuff has deflated". No patient injury or harm reported. Patient condition reported as "fine".